Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 100mm abdominal aortic aneurysm . 6 en doanchors were also implanted. It was reported that on the date of a CT just over 6 months later, an apparent type ia endoleak was noted. Intervention was performed just under two months later and the patient had 7 endo anchors implanted along with a non mdt stent. Following this the leak still persisted, it was discussed that a possible type ii endoleak from the lumbar arteries maybe be contributory cause. It was noted that because of the patients age further intervention may not be well tolerated. As per the physician the cause of event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.